Event description:
It was reported that during a laparoscopic prostate procedure, after three hours into the case, the trocar seal was compromised. It was leaking. Even though pnuemo was leaking out, the procedure was completed with the same trocar. After the procedure, it was noticed that there was a tear in the seal. There was no adverse consequence to the patient.